Event description:
Customer reported that the bolus on the insulin pump stopped and the customer was unsure why. Customer's blood glucose reading at the time of the call was 99 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.